Event description:
This pt relates that she was using super plus tampons since 8:00 am and that 40 minutes after feeling pain on inserting a tampon, she noticed she was "drenched", and thought she had forgotten to insert a tampon. She states she cleaned herself and inserted a second tampon. Within 90 mins, she required a complete change of clothes. She reports she passed about 10 clots and used 13 tampons before deciding to seek emergency medical treatment. In the emergency room, a speculum exam was conducted and an approx 2cm square flap laceration of the cervix was noted. This laceration was noted to be necrotic and black with slow bleeding from the right corner of the flap. The emergency room attending physician applied gelfoam to the laceration and the pt was admitted because her blood count was low. Silver nitrate was used to cauterize the area of bleeding and gelfoam and oxycel vaginal packing was applied. During this time the pt remained stable and afebrile.